Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information was received on 3/3/2026. It was reported that a skin reaction issue occurred. The applicator was received and evaluated. An external visual inspection was performed and no damage was found. Device analysis would not confirm the issue nor determine a probable cause. Product was provided for investigation but was not investigated as analysis would not be able to confirm complaint or determine a probable cause. Confirmation of the allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction issue occurred. The wearable was inserted into the arm on (B)(6) 2025. Prior to sensor insertion the area was prepped with alcohol. According to the patient¿s parent, on approximately, (B)(6) 2025, the patient experienced a skin infection that consist of an abscess at the needle puncture site. The patient was taken to the emergency department (ed) and the attending physician performed an ultrasound of the abscess (unspecified results), assessed the area, and prescribed antibiotic medication (unspecified route and dosage). At the time of report the wound was healing. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.